Event description:
It was reported the asymptomatic patient presented to the clinic after receiving a patient notifier for upper out of range pacing lead impedance. The lead was also intermittently capturing at max output. The patient remained asymptomatic throughout the event. The electrophysiology therapy was disabled. Conducting chest x-rays and defibrillation threshold testing were suggested to rule out possible complaints. It is possible the cause of the impedance increase was either a local heart tissue or lead interface. The patient condition was stable before, during, and after the device interrogation and will continue to be monitored.

Event description:
New information received notes that the rv lead was explanted and replaced. The patient was stable before, during and after the procedure.